Manufacturer narrative:
(B)(4) fiber tip detached. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the laser fiber broke off at about 2cm from the tip. The procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A flexiva 200 tractip laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured approximately 3.5mm and appeared used. The laser fiber was broken approximately 2.5 cm from the distal tip. The break was held together by the green coating. An attached post disinfection photo revealed a slight charring on the fiber at the break indicating that the fiber broke while in use. No damage was noted to the fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam was weak and was exiting both at the break and the distal tip. The condition of the returned product confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. Reported event of fiber broke.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a flexiva 200 tractip laser fiber was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the laser fiber broke off at about 2cm from the tip. The procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be fine.